Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reservoir of an extra-large volume infusor had particulate matter. This was found during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection was performed and revealed a solid white particle in the fluid of the reservoir. Spectrophotometer scanning was performed and the particulate matter was identified to be an acrylic material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.